Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle was broken when implanted. The procedure was completed with another of the same device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.